Event description:
In march 2005, the patient reportedly fell and hit their head at the implant site. Swelling at the implant site was observed. On march 24, 2005, the patient was seen at the center for evaluation. External equipment was exchaanged. Testing performed confirmed that the patient's c1 device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.